Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damaged post-deployment occurred and the stent was explanted. The target lesion was located in a vein graft to obtuse marginal branch segment. A 190 cm filterwire was advanced and situated in the lesion. Then, a 3.50 x 20mm synergy ii drug-eluting stent was deployed in the ostium for treatment. However, when the filterwire was attempted to be retrieved, the retrieval device would not go through the deployed stent. A non-bsc guide wire was advanced as a buddy wire and was tried to remove the retrieval device. When the buddy wire and filterwire were removed, the deployed stent was physically pulled out and mangled. The procedure was completed with a 3.5 x 24mm synergy ii drug-eluting stent. No patient complications were reported.